Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer noticed that the cannula broke. A new device was used in order to complete the case. There was no patient outcome information provided. No additional information was provided.